Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Nurse head of theatre, reports via our sales rep, that the cfk-edge at the end of the target device broke off.